Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cerebral cyst (craniotomy in (B)(6) 2004). Concurrent conditions included hypertension since 2013 and adenomyosis. Concomitant products included cardiovascular system drugs (blood pressure medication (nos)) and naproxen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 136 days before insertion of essure, the patient experienced pleurisy ("pleurisy"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and dysmenorrhoea ("abnormal menstrual pain / severe menstrual pain/dysmenorrhea"). On (B)(6) 2015, the patient experienced vulvovaginitis ("vulvovaginitis") and vaginal infection ("vaginitis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with metronidazole (flagyl), nitrofurantoin (macrobid), ibuprofen (motrin), propacet (darvocet) and surgery (total vaginal hysterectomy and removal of left essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the pelvic pain, pleurisy, vulvovaginitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain, pleurisy, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: beginning on or about (B)(6) 2010, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhea, pain in pelvis. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), vaginitis, vulvovaginitis, pleurisy, pain and urinary tract infection. Medical history, concurrent condition, concomitant medication and treatment drugs were added. Lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cerebral cyst (craniontomy in (B)(6) 2004). Concurrent conditions included hypertension since 2013 and adenomyosis. Concomitant products included amlodipine, cardiovascular system drugs (blood pressure medication (nos)), loratadine and naproxen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 136 days before insertion of essure, the patient experienced pleurisy ("pleurisy"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)/ abnormal heavy bleeding") and dysmenorrhoea ("abnormal menstrual pain / severe menstrual pain/dysmenorrhea"). On (B)(6) 2015, the patient experienced vulvovaginitis ("vulvovaginitis") and vaginal infection ("vaginitis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with metronidazole (flagyl), nitrofurantoin (macrobid), ibuprofen (motrin), propacet (darvocet) and surgery (total vaginal hysterectomy and removal of left essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the pelvic pain, pleurisy, vulvovaginitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain, pleurisy, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: beginning on or about (B)(6) 2010, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhea, pain in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cerebral cyst (craniontomy in (B)(6) 2004). Concurrent conditions included hypertension since 2013 and adenomyosis. Concomitant products included amlodipine, cardiovascular system drugs (blood pressure medication (nos)), loratadine and naproxen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 136 days before insertion of essure, the patient experienced pleurisy ("pleurisy"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)/ abnormal heavy bleeding") and dysmenorrhoea ("abnormal menstrual pain / severe menstrual pain/dysmenorrhea"). On (B)(6) 2015, the patient experienced vulvovaginitis ("vulvovaginitis") and vaginal infection ("vaginitis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge") and joint injury ("knee injury"). The patient was treated with metronidazole (flagyl), nitrofurantoin (macrobid), ibuprofen (motrin), propacet (darvocet) and surgery (total vaginal hysterectomy and removal of left essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the pelvic pain, pleurisy, vulvovaginitis, vaginal infection and joint injury outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, joint injury, menorrhagia, pelvic pain, pleurisy, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: beginning on or about (B)(6) 2010, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhea, pain in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet: event knee injury was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain / severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2010, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.